Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Which did not show customer indicated failure mode of underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, 30 tubes underfilled. Tubes were replaced and collections was successful. No adverse impact was reported regarding the patient or user.